Event description:
User of the abbott freestyle libre continuous glucose monitoring system. Sensors are extremely inaccurate (20%-30% usually low but my last one was reading 30% too high) and have quality issues that they fail or fail off well before they expire. I have provided test data for the cgm vs traditional strip testing for two days, but other days show similar incorrect results. FDA safety report ID# (B)(4).